Manufacturer narrative:
23-intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the screw which is used to hold the jaws seems to unscrew". Failure analysis found the primary failure of dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The root cause of this failure is attributed to manufacturing.

Manufacturer narrative:
An RMA has been issued requesting to have the prograsp forceps instrument returned; however, intuitive surgical, inc. (Isi) has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this instrument. A review of the instrument log for the prograsp forceps (part#470093-11/lot#10200810 0123) associated with this event was performed. Per logs, the prograsp forceps was last used on (B)(6) 2020 on system sk1190, with 5 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the prograsp forceps instrument clevis pin was missing or sticking out with no evidence or claim of user mishandling/misuse. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. The expiration date is not applicable.

Event description:
It was reported that during central processing, the screw that holds the jaws of the prograsp forceps was found to be loose. There was no report of patient involvement. In a follow-up with the site, the initial reporter indicated that the operating room team did not notice that the screw was loose and confirmed that it was the sterilization department that observed the alleged issue. No further information was available.